Event description:
It was reported that the jaws broke on the shears during a colon procedure. The device did not fall into the patient, and the procedure was completed with another pair of shears. There were no patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.